Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) outer insulation pulled apart (overstress); insulation was found disengaged from electrode; proximal conductor distorted; distal conductor stretched; full lead analyzed.

Event description:
It was reported that the pacing lead had a sense-pace failure. The lead impedance was 190 ohms. On fluoroscopy it was observed that the ring to tip electrode distance had increased; there was also an abnormal bend after the ring electrode of the routine lead course. The lead was explanted and replaced. Upon extraction, it was observed that the entire lead insulation had broken distally. No patient complications have been reported as a result of this event.